Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.

Event description:
It was reported during an ablation procedure in the left atrium, the irrigation port of the cool flex catheter completely detached and was leaking blood. The physician was mapping and was about to start the first ablation, when the temperature reading on the generator was very high and the power being delivered was too low. The temperature was set at 43 degrees celsius and the power level was set to 15 watts. The physician attempted to irrigate the catheter, but the temperature and the power delivery remained the same and a broken irrigation port was noted. There were no consequences to the pt. Add'l info was requested, but is not available.